Manufacturer narrative:
No conclusion code available. The reported field event of premature battery depletion was confirmed. The device was interrogated on a programmer and the device was found to be above eos. Longevity calculations were performed based on the usage history and the battery depletion was determined to be premature. Further analysis was not performed.

Event description:
It was reported that the patient presented in the hospital after receiving a vibratory alert. Upon interrogation, the implantable cardioverter defibrillator exhibited premature battery depletion. The patient was asymptomatic to the event. The device was explanted and replaced on (B)(6) 2018. The patient was in stable condition.

Manufacturer narrative:
Correction: date of implant - should be (B)(6) 2015 not (B)(6) 2015 as previously reported.